Event description:
It was reported that previous artificial urinary sphincter (aus) device was explanted and replaced for an unspecified reason. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that previous artificial urinary sphincter (aus) device was explanted and replaced for an unspecified reason. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the revision surgery was performed because the patient experienced recurring urinary incontinence. No complications were reported during the procedure.